Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a travel reverse error. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the plunger not connecting to the main printed circuit board (pcb). As a result, the motor, plunger case, plunger pcb and force sensor were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited plunger issues and a broken case. There was no patient involvement, no patient injury was reported.